Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: device pending return.

Event description:
It was reported that sometime post port placement procedure, the catheter allegedly had crack. Reportedly, the port was removed and replaced. There was no reported patient injury.

Event description:
It was reported that sometime post port placement procedure, the catheter allegedly had crack. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue slim implantable port attached to a catheter was returned for evaluation. Gross visual, microscopic visual and functional testing were performed. Tactile evaluation was performed on the catheter returned prior to function testing and the catheter were normally elastic after gently stretched. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum with the attached catheter and was patent to both infusion and aspiration. The investigation is unconfirmed for the reported fracture issues as there were no splits or cracks were noted on the catheter and no leaks were observed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: (B)(6) 2024), g3 h11: h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.